Manufacturer narrative:
B.7 added information that was inadvertently omitted from the initial report that was submitted. D.4 added as it was inadvertently omitted from the initial report that was submitted. E.1 added initial reporter phone number, zip code and zip code extension as they were inadvertently omitted from the initial report that was submitted. G.1 manufacturer site fax number and manufacturer site phone number should not have been reflected on the initial report that was submitted as they were already reflected in the manufacturer contact fax number and manufacturer contact phone number fields. H.6 codes f1905 was reported incorrectly on the initial report that was submitted and a new code was added. The investigation was completed. The impella 5.5 was returned for investigation. Data log review was not required for this case run. Bleed/hematoma: the cause of the bleed/hematoma was not determined since sufficient clinical information was not provided. Product damage (hole in catheter): the returned product was visually damage-free. The red handle was opened, and blood was found inside. Further inspection of the catheter revealed multiple suture holes at the 20 centimeter mark. The cause of the product damage was related to unintended use error during suturing. Device history review: the pump with passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a [supplemental/final] report will be filed. The IFU states: impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿.

Event description:
The user facility reported that the patient on impella 5.5 support developed a right neck hematoma. Anticoagulant was held and one unit of packed red blood cells was given. The patient was taken for neck exploration. The surgeon was attempting to get control of the bleeding of graft and punctured the graft with needle multiple times. Noted blood by the red plug. The patient was explanted following impella damage during neck exploration. Veno-arterial extracorporeal membrane oxygenation continued.